Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads showed a fractured originated due to a clavicular crush that was confirmed through x rays analysis. A temporary pace wire was used as there was more than two seconds asystole. The cardiac resynchronization therapy defibrillator (crt-d) had end of life (eol) battery state, therefore it was electively replaced. The field representative had a concern on why the programmed rv lead output had decreased in comparison with the previous output value. The ra and rv leads were unable to be removed as they were completely crushed. The leads were surgically abandoned and two new leads were implanted at the same surgery. The explanted crt-d is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads showed a fractured originated due to a clavicular crush that was confirmed through x rays analysis. A temporary pace wire was used as there was more than two seconds asystole. The cardiac resynchronization therapy defibrillator (crt-d) had end of life (eol) battery state, therefore it was electively replaced. The field representative had a concern on why the programmed rv lead output had decreased in comparison with the previous output value. The ra and rv leads were unable to be removed as they were completely crushed. The leads were surgically abandoned and two new leads were implanted at the same surgery. The explanted crt-d is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.